Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 350cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively; diagnosed in the office by the health care professional. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 1, 2022, the mentor failure analysis lab received the device for evaluation. On august 4, 2022, mentor became aware of the following, and corresponding fields have been updated on this form: patient's age at the time of event was 52; field a2 has been updated date of adverse event was june 20, 2022; field b3 has been updated. Replacement devices used on july 13, 2022 were catalog number 3502475; serial number (B)(6) on the left side, and catalog number 3502475; serial number (B)(6) on the right side on august 8, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was noticed within the crease/fold on the anterior view measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (5715495). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).